Manufacturer narrative:
The field service engineer (fse) found the device battery was dead. The device needs a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer to replace battery. No further action.

Event description:
It was found while working on the device the battery was dead.